Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that after a bag of tpn infused on a pump, the nurse replaced the bag, squeezed the burette slightly to fill it when it cracked down the center and leaked. There was no patient harm.